Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Received for evaluation were one partial delivery system with pusher wire inside the y-body and storage tube along with one filter. The introducer sheath and the dilator were not returned with the delivery system. Upon inspection, the pusher wire appeared bent at the distal tip of the split spline and there was a kink approximately 15 inches from the distal tip. In the area of the kink there also appeared to be a couple of small gouge marks on the shaft of the pusher wire, indicating it may have been gripped with some sort of device. The pusher wire measurements were within specifications. The storage tube and the y-body had no defects and were intact. The touhy nut was tight. Heat was applied to the filter and the filter took shape. All arms, legs and hooks were present and intact. The filter measurements were within specifications. The result of the investigation was inconclusive as the introducer sheath was not returned for evaluation with the rest of the delivery system. The cause of the reported event is unknown. The current IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unseathe the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported that while the doctor was placing the filter via the left femoral, the filter became stuck/ trapped with the small metal pusher stuck near the apex of the cone. The doctor could not initially get the pusher mechanism back out and finally pushed the carrier sheath to the apex, pulled with force and got it back. The sheath then became stuck. The doctor then removed the filter via the right jugular after cutting the sheath that was in the patient's left common femoral vein. The doctor then placed a competitor's filter into the infra-renal portion of the ivc. Upon removal of the filter, the doctor noted that 3 legs were stuck together. There was no patient injury reported.